Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that this device was still sealed in the packaging. Interrogation confirmed that the device was operating in safety mode. The cause of the safety mode remains undetermined.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that prior to implant this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode. The device was not implanted. No adverse patient effects were reported.